Manufacturer narrative:
Product analysis summary: the device returned with a detachment evident to distal shaft. The inner member detached 140cm distal to the strain relief, though the outer detached at the balloon 146.5cm distal to the strain relief. The inner member material is clean and even at the detachment site, however the outer balloon material was jagged and uneven at the detachment site. The guidewire entry port was necked. A kink was visible to the distal shaft. No other damage was evident to the remainder of the device. Image review: images were provided capturing the rca pre-pci. Lesion site evident in the mid rca pre-pci. The images capture the delivery and pressurization of what appears to be the euphora balloon at the lesion site. The images suggest that there was a balloon burst or leak at the lesion site as there is contrast evident in the distal vessel indicating that contrast is escaping from the inflation lumen/balloon of the catheter. Contrast is evident in the proximal end of the balloon but only minimal contrast is evident in the distal portion of the balloon. The withdrawal of this balloon device into the guide catheter is captured. The images capture the removal of the entire device back into the guide catheter. No part of the device remains in the rca. The images did not capture the reported detachment of the euphora device. The subsequent image provided then captures an unidentified device delivered to the lesion site and successfully inflated. It appears that the euphora balloon burst but the detachment cannot be confirmed from the still cine images provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lesion was in the mid right coronary artery (rca). There was 75% lesion stenosis. The device was inspected with no issues noted. No resistance was noted during delivery of the device. It was reported that the balloon could not be inflated. No resistance was noted during withdrawal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a euphora rx ptca balloon catheter to treat a mildly calcified, mildly tortuous lesion located in the right coronary artery (rca). There was no damage noted to the packaging and no issues noted when removing the device from the hoop. It was reported that the device detached during removal of the device. The detached portion remains in the patient. There was no attempt made to retrieve the detached portion of the device as it could not be located. The patient was reported to be alive with no injury.